Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-sep-2023. [Additional information]: on 25-sep-2023, additional information was received from the site. The information indicated that the adverse event of death was an anticipated outcome based on the patient¿s underlying disease. The principal investigator (pi) attributed the patient¿s underlying medical issues as the primary factors that led to the patient to have an outcome of death. The location of the reported infarcts in the right mca territory would have been near where the lbc was used. The information indicated that no further intervention was performed. ¿ultimately, the decision was made by the family to transition to comfort care due to the decline in the patient¿s prognosis.¿ per the information, there was no device performance issue or malfunction as related to the embovac large bore catheter during the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (31027259) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral infarction and the outcome of ¿death¿ are known complications associated with the use of the embovac device and are mentioned in the instructions for use (IFU) as such. There were no reported quality issues / malfunctions related to the embovac large bore catheter, as the device performed as intended and no new patient consequences have occurred related to the use of device. The principal investigator (pi) assessed this event as not related to the study device (this device was not used during the procedure), not related to the large bore catheter, and not related to the primary surgical procedure. This patient had a history of copd, hypertension, diabetes, hyperlipidemia, and a previous myocardial infarction. Published medical literature have shown that patients with copd have increased stroke incident and higher post-stroke mortality attributed to an increased systemic inflammation status (refer to literature below). Hypertension is, however, the most powerful predictor of mortality; specific cardiovascular events are associated with each 20-mm hg increase in systolic blood pressure, with the strongest correlating outcomes being ischemic stroke, intracerebral hemorrhage, and subarachnoid hemorrhage. Review of the available information suggests that this event was an expected evolution of the underlying disease process, and the patient was cared for with palliative measures. However, due to the temporal gap of just 12 days from the date of the procedure to the date of the event, the correlating relationship between the event and device cannot be completely ruled out. Therefore, the event of ¿scattered infarcts in right mca territory¿ and the outcome of ¿death¿ will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803, with the classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. References: lin c-s, shih c-c, yeh c-c, hu c-j, chung c-l, chen t-l, et al. (2017) risk of stroke and post-stroke adverse events in patients with exacerbations of chronic obstructive pulmonary disease. Plos one 12(1): e0169429. Https://doi.org/10.1371/journal.pone.0169429. Verdecchia p, angeli f, reboldi g. Hypertension and atrial fibrillation: doubts and certainties from basic and clinical studies. Circ res. 2018 jan 19;122(2):352-368. Doi: 10.1161/circresaha.117.311402. Pmid: 29348255. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 81-year old male patient with a history of chronic obstructive pulmonary disease (copd), diabetes, hyperlipidaemia, hypertension, myocardial infarction presented with a witnessed stroke on (B)(6) 2023 at 01:30 hour. The patient was presented to the treating hospital on the same day at 01:57 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion). The patient¿s baseline nihss score was 24 and a modified rankin scale (mrs) score of 0 ¿ no symptoms. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2023. An embovac large bore 71 catheter (ic71132ug / 31027259) was used to target an occlusion at the right m1 segment of the middle cerebral artery (mca) via direct aspiration first pass technique (adapt) or as documented in the case report form (crf) as ¿direct contact aspiration device alone¿ with incubation time of under one (1) minute. The pre-pass modified treatment in cerebral infarction (mtici) score was 0. After the first pass, the resulting mtici score was 3, with clot retrieval in the aspirate. After the first pass, additional intervention of ¿proximal carotid atherosclerotic lesion stenting¿ was performed using an unspecified stent retriever. During the procedure, a guidewire (unspecified brand), an excelsior® xt-27® microcatheter (stryker), and a benchmark¿ bmx¿ 96 access system (penumbra) were also used. It is unknown if there were any intraoperative study device deficiencies associated with the embovac lbc. The patient¿s 24-hour post-procedure nihss score was 16. The patient was discharged to an extended care facility on (B)(6) 2023. The patient was re-admitted to the hospital on (B)(6) 2023. On (B)(6) 2023, the patient experienced scattered infarcts in the right mca territory. The principal investigator (pi) assessed this event as serious, not related to the embovac lbc, and not related to the primary surgical procedure. The event was not related to the study device as the embotrap was not used during the procedure. The event required the patient be transitioned to comfort care. The outcome of the event was fatal as the patient expired on (B)(6) 2023. On 15-sep-2023, additional information was received from the excellent clinical study team. The information indicated that the brand of the stent used for the secondary procedure performed after the first pass with the lbc (the proximal carotid atherosclerotic lesion stenting) was a protégé¿ rx carotid stent system (medtronic).